Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No charge or battery anomaly were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no motor error alarm or no delivery alarm during testing noted. The motor was tested outside device and passed. Cracked battery tube threads noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer's blood glucose value was unknown. Customer reported cracks in the casing by the battery compartment and battery life was diminished. Customer also reported that no delivery alerts were becoming more frequent. The device will not be returned for analysis.